Event description:
The customer contacted stryker to report that their device did not detect the patient when pads were connected. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient-related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker found debris in the quik-combo connector receptacle of the device, which appeared to be a small metal part of a zipper. This debris prevented the proper insertion of the defibrillation electrode connector into the device. The debris was removed to resolve the issue. The device passed all functional and performance testing and was returned to the customer. The root cause was determined to be debris in the quik-combo connector receptacle.

Event description:
The customer contacted stryker to report that their device did not detect the patient when pads were connected. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient-related; however, there was no adverse event reported.